Event description:
The device was used during a gynecological procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon removed half of the component and decided not to remove the other half. The hosp has reported no pt injury occurred.